Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user¿s experience, which was attributed to a faulty cm board, which caused loss of front panel controls. The video connector latch was worn out, which caused a poor connection with the video cable (pigtail). The device was serviced and returned to the user facility. Investigation is ongoing, and if new information becomes available later, this report will be supplemented accordingly.

Event description:
The user facility reported that during a preparation for use, they cannot access the menu using the button on the front panel pad and they cannot turn on the lamp. There was no patient or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the faulty circuit board was caused due to long-term use. Olympus will continue to monitor field performance for this device.